Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "during mechanical ventilation, the filter positioned between the machine and the patient circuit broke. As a consequence there has been a lack of ventilation (continued) and dispersion of inhalation anaesthetics in the environment." It was reported there was no injury to the patient. Patient condition reported as fine. There was no report of injury to staff.

Event description:
Customer complaint alleges "during mechanical ventilation the filter positioned between the machine and the patient circuit broke. As a consequence there has been a lack of ventilation (continued) and dispersion of inhalation anaesthetics in the environment." It was reported there was no injury to the patient. Patient condition reported as fine. There was no report of injury to staff.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, ten pieces of the same catalog number were taken from current production at the manufacturing facility to test the reported defect. A visual inspection was performed on all ten samples and no defects were observed. In addition, functional testing was performed and all samples passed the leak testing. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% visual exam and leak testing are conducted; therefore, any defective products would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.